Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for simethicone foreign material in the air/water cylinder, air/water channel and auxiliary water channel could not be determined it is unknown whether there was deviation from instructions for use in reprocessing steps for the location where foreign material remained, and no physical damage was found at the location where foreign material remained the suggested events are detectable and preventable by handling device in accordance with the following instructions for use: instructions for use states the detection method in ¿evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection¿. Instructions for use states the preventive measures in ¿evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope air/water tube, air/water cylinder and jet tube had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; forceps channel port has a scratch; grip has a scratch; scope-cover has a scratch; air/water cylinder has no color; suction cylinder has no color; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained; due to wear of angle wire, the play of upwards/downwards and right/left knobs are out of the standard value; due to wear of angle wire, bending angle in upwards, down, left and right directions do not meet the standard value; image guide protector is damaged; light guide lens has a crack; connecting tube has coating peeling; due to clogging of jet tube in control unit, water cannot be supplied; and universal cord has a scratch; the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.